Event description:
It was reported that the customer was hospitalized. The customer was treated with insulin drip. The customer also stated that she has reverted to manual injections. It was also reported that the customer received excessive no delivery alarms. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.